Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2013 with a bifurcated, an infrarenal aortic extension, a suprarenal aortic extension, and two limb stent grafts. A follow up computed tomography (CT) on (B)(6) 2016 showed a type 3b endoleak coming from the main body graft. The patient was asymptomatic. The physician elected to reline the initial stents and implanted an additional bifurcated stent and an additional suprarenal aortic extension to seal the leak. The patient is stable.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the reported type 3b endoleak was confirmed. Additionally there was evidence to support intraoperative stent movement requiring the placement of an infrarenal aortic extension. The clinical evaluation additionally identified the following potential contributing factors to the reported event; additional ballooning involving the main body which might have compromised the fabric integrity and remodeling of the main body over time might have contributed to the strut fracture. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event. There have been no additional adverse events reported for this patient at this time.